Event description:
Pt was hypertensive throughout treatment with complaints of nausea and weekness post-treatment. The pt returned home and her daughter found her in severe respiratory distress two hours post-treatment. Pt cyanotic with ER presentation, with an 02 saturation of 77% and an hgb of 7.2 (hgb ten days prior 10.8). Pt was admitted to ER.